Event description:
In 2009, the pt reported that she began to notice issues 6 weeks ago with the up and down buttons on her infusion device. She stated that due to this she sometimes went without meal boluses and her blood glucose became elevated to 200-400 mg/dl. Her normal blood glucose level is 150 mg/dl. She switched to her backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.